Event description:
The surgeon implanted an aa4203tl silicone toric plate lens but it tore upon insertion. The lens was removed and it was noted that the anterior capsule had torn peripherally but the posterior capsule remained intact. The surgeon felt the injury was product-related. A different lens was implanted. An mtc-60c cartridge was used but the facility was unable to provide the model and lot number of the injector. After the surgery the patient had corneal edema and at one day post-operative the visual acuity was 20/100.